Manufacturer narrative:
H.6 investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate the incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. No corrective actions recommended since samples/photos were not received to confirm the product defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that needle retraction failure occurred after use with a bd integra¿ 3 ml syringe with detachable needle. The following information was provided by the initial reporter, "a few minutes ago when giving estradiol, the needle would not retract. Just wanted to let you know."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that needle retraction failure occurred after use with a bd integra¿ 3 ml syringe with detachable needle. The following information was provided by the initial reporter, "a few minutes ago when giving estradiol, the needle would not retract. Just wanted to let you know."